Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Patient codes: 1154, 2011, 1876, 3189 - surgical intervention. The diagnostic hypotheses mentioned in medical evolution are: pneumonia: signs of bone dehiscence, no signs of local infection (mechanical) edema and congestion. Patient status: patient was discharged on (B)(6) 2019. Afebrile, presence of characteristic lesion of small granuloma in lower third of sternum. Sternum stable, no secretion.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure 62 years old, (B)(6) 2019. What was the name of the initial procedure? Revascularization of the myocardium. What was the date of the initial procedure? (B)(6) 2019. Can you describe how the steel suture was placed (how many times twisted)? I do not have this information, as the procedure was performed by medical staff at the surgical center. What tissue was the steel suture used on (sternum)? Thoracic wall resection. What symptoms did patient present with post op? Patient who underwent cardiac surgery on (B)(6) 2019, and was discharged on (B)(6) 2019, without complications. She reports that she evolved at home with productive cough, fever and dyspnea. How many post op days did the patient present with symptoms? Patient returned to service on (B)(6) 2019. Was the revision date (B)(6) 2019? On (B)(6) 2019, the patient underwent chest wall resection. Can you describe the appearance of the steel suture during the second procedure? I do not have this information. Was the steel suture removed? Yes, redone every procedure again. What was done to manage the post op steel breakage? Image registration. What is physician's opinion as to the etiology of or contributing factors to the breakage? The diagnostic hypotheses mentioned in medical evolution are: pneumonia signs of bone dehiscence, no signs of local infection (mechanical) edema and congestion anemia (hb 7.9) is the steel suture that was removed, be returned, return date, tracking information? All surgical threads have traceability since the entry of the invoice, with release through internal code in surgical kit being possible monitoring through the internal system of the hospital. Do you have any samples of lot al7975 available for evaluation? Unfortunately we have no sample, all threads of this lot were used before detecting the fact. What is the current status of the patient? Patient was discharged on (B)(6) 2019. Afebrile, presence of characteristic lesion of small granuloma in lower third of sternum. Sternum stable, no secretion.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al7975 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? What was the name of the initial procedure? What was the date of the initial procedure? Can you describe how the steel suture was placed (how many times twisted)? What tissue was the steel suture used on (sternum)? What symptoms did patient present with post op? How many post op days did the patient present with symptoms? Was the revision date (B)(6) 2019? Can you describe the appearance of the steel suture during second procedure? Was the steel suture removed? What was done to manage the post op steel breakage? What is physician¿s opinion as to the etiology of or contributing factors to the breakage? Is the steel suture that was removed, be returned, return date, tracking information? Do you have any samples of lot al7975 available for evaluation? What is the current status of the patient?

Event description:
It was reported that the patient underwent sternal suture on an unknown date and suture was used. The suture broke post-operatively. The patient underwent removal of suture and revision surgery on (B)(6) 2019. Additional information has been requested.